Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Four (4) 9079p-EU-005 ez-io 45mm needle + stabilizer bx/5 (EU) (needle sets) were received on this complaint for investigation. Upon receipt the needle sets were visually inspected through the clear plastic pack that encapsulates the needle set and other associated devices in the needle set pouch. The needle pack was inspected for any signs of misuse, abuse, or damage. During visual inspection, it was clearly noted that the semi-transparent needle guard was still on all four needle sets. If the needle guard had backed off, or loosened, it could not be detected at visual inspection. Per the complaint description report, these samples are representative. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and sp ecifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle sets passed all the release criteria. The devices were released in (B)(6)2016 and are approximately 2.5 years old. Visual inspection has confirmed no fault found with these products. No corrective/preventative actions will be assigned. Visual inspection has confirmed no fault found with these products. The samples returned were representative per the notes in the detail complaint description. However, other complaints have been opened with the same issue where the reported defect of the needle guard off the needle was confirmed. Ncr 315 athlone, was issued to address these anomalies.

Event description:
It was reported that during inventory inspection on one ez-io needle it was found that the protection cap has come loose a few millimeters.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during inventory inspection on one ez-io needle it was found that the protection cap has come loose a few millimeters.